Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that he had been experienced high blood glucose. Customer stated that his blood glucose readings were 388, 392, 516, 565, 545, 564 and 585 mg/dl which he treated with manual injections. The customer mentioned having pain in his legs in the past. The customer stated that he had issues with the infusion sets and sensors not sticking. The customer stated that the day prior to calling, he changed the infusion set and was finally able to get it to stick. The customer stated his blood glucose value had been stable since then. The customer stated that this occurred with 5 or 6 infusion sets and has been happening for about 2 weeks. The customer declined troubleshooting the insulin pump.